Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the row a was not responding in drawer 3.1. A field service engineer inspected back of drawer and all cables fully reseated to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not detected on bus. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.